Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented after receiving inappropriate shock due to atrial fibrillation with rapid ventricular response. Programming changes were made. The device remains implanted. The patient will be monitored with routine follow up.